Event description:
A consumer reported that their power flosser charger caught on fire. No injury or property damage was reported.

Manufacturer narrative:
G3: the complaint was received from a consumer in canada. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Product was not returned to confirm a malfunction has occurred. H3 other text : product not returned to manufacturer.